Event description:
It was reported the pt experienced numbness in both of his legs a day after he underwent surgery to replace his scs sys leads (ref med watch #1627487-2013-15966). It was also reported the procedure took approximately four and half hours due to the physician having difficulty performing the laminectomy. The pt's scs sys was programmed and the pt reported receiving effective stimulation. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.